Event description:
This involves 2 incidents. The first, the paramedics are called to a scene where a woman in her 20's was found unresponsive. The paramedics tested her blood glucose on the suspect device and the reading was reported as "normal". She was taken to the ER where they tested her blood glucose and it was " very low". She was given an intravenous with glucose. The second involves a woman in her 60's. The emt's were called to a scene where a woman was reported to have had a change in mental status. The emt's tested her blood glucose on suspect device and the reading was reported as "normal". She was taken to the ER where they tested her blood glucose and it was "very low". She was treated with an intravenous with glucose. No treatment was given based off of the suspect device readings.